Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer had symptoms such as headache and thirst and treated with drinking water and manual insulin injection. Customer's blood glucose value was 350 mg/dl at the time of the call. Customer declined to troubleshoot for high readings. Troubleshooting was performed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer was advised the tubing clamp will be sent to perform the high pressure test. The product was not returned for analysis.